Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. This event occurred outside the us where the same model is distributed. All information provided is included in this report. Patient information is not generally available due to confidentiality concerns. Concomitant product: 5086mri52 lead, implanted: (B)(6) 2012. (B)(4).

Event description:
It was reported that during a device check there were many at/af (atrial tachycardia/atrial fibrillation) episodes that all appeared the same, with some apparent undersensing of the r-wave and some far-field sensing as well. The rv (right ventricular) lead remains in use. No patient complications have been reported as a result of this event.